Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) that an epidural needle was used past the expiration date for an implant procedure on (B)(6) 2017. No adverse patient consequences were reported. UDI is unavailable at this time.